Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cloudy appearance with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® urine collection cup has been found experiencing 20 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: urine cup blue 120 ml have an opaque white deposit inside the jar.